Manufacturer narrative:
(B)(4). Approximate age of device: 2 years, 10 months. The patient remains ongoing on lvad support awaiting transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that continuous low flow alarms occurred. The patient¿s lactate dehydrogenase level was 790 u/l and inr was 1.8. Antipress and heparin injections were started. Echocardiography showed reduced inflow velocity and the aortic valve opening at every beat. The patient¿s mean arterial pressure was 80 mmhg. Dobutamine was started and an angiography was performed. The patient did not agree to a pump replacement and has been listed on the urgent transplant list. No additional information was provided.

Manufacturer narrative:
Although the reported low flow alarms were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through this evaluation. Additionally, a correlation between the device and the reported thrombus and lactate dehydrogenase of 790 could not be conclusively determined. Review of the submitted log file showed multiple low flow hazard alarms between 12/15/2017 and 12/16/2017, due to the estimated flow being calculated below the low flow threshold of 2.5lpm. No other atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.